Event description:
Lmt was informed by the competent national authority (bfarm) that a user report with fatality had been received by the authority. The ventilator was in operation and had allegedly not triggered an alarm signal. A technical defect of the ventilator cannot be excluded at present.

Event description:
Lmt was informed by the competent national authority (bfarm) that a user report with fatality had been received by the authority. The ventilator was in operation and had allegedly not triggered an alarm signal. A technical defect of the ventilator cannot be excluded at present.